Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge, the customer was able to load a different cartridge successfully. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer reloaded the same cartridge and the issue was resolved. Reportedly, the customer had loaded the cartridge with cold insulin. The customer was advised to load cartridges with insulin at room temperature.